Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to the trigger being stuck. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To resolve the reported problem, the reporter removed the scope piece stuck in the olympus, model cv-170 and reassembled the scope. The device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the olympus, model cv-170, video system center "trigger" was stuck and a scope came apart and became stuck in the device. This report is submitted due to the report that the connector was broken and could not be connected due to the broken scope stuck in the connector. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using another similar device. There was no patient injury, associated with the event, reported to olympus.